Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 345 was not reproduced and both the upstream and downstream thermistor sensor readings were within calibrated specification. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found in specification, however per service procedure the ultrasonic sensor requires replacement. Should additional relevant information become available, a supplemental report will be submitted.